Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the air output from the ventilator's exhaust port was weak. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Upon evaluation, the customer also reported that the intake port was clogged. The customer replaced the filter to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.